Event description:
The pt's husband reported that the pump was turned off because "pump is not working" and they are not able to afford diagnostic testing at this time. The pt has lost 50 pounds in a 3 month period, is sleeping and he believes she had been overdosed. The family reported that the pump has been leaking morphine into the pt's body. The hcp has agreed to donate his services to remove the pump. The MFR's rep reported that this is an ongoing situation since 4/2006 relative to workers' compensation issues. The pt came in for refill of pump with morphine 20mg/ml and clonidine 300mcg/ml at a daily dose of 2.6mg/ml. The pt questioned if catheter was leaking. Hcp ordered x-ray and MRI but pt did not undergo either of the procedures. Hcp's office tried numerous times to contact the pt for the next refill with no response. The hcp assumes that the pt's pump has been running dry. Seven mos later, the pt returned to hcp's office to have the pump turned off. The pt was experiencing possible withdrawal symptoms of pain and jitteriness. Pt does not have the resources to have the pump refilled. Final pt outcome has not been reported.